Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched and cracked display window, cracked reservoir tube lip and battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Her blood glucose was 100mg/dl at the time of reporting. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.